Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The alarm trace did not show any relevant alarms. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The potassium electrode lot number and expiration date were requested, but not provided. The customer did not observe any abnormalities with the sample syringe. The field service engineer cleaned and dried the electrodes, lubricated the cam lever, and pushed the electrode to make a better seal. Ise checks, calibration, and controls all passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the potassium electrode on a cobas 6000 c (501) module. Other patient sample ise results had data flags indicating ise errors and ise noise. The sample initially resulted in a potassium value of 7.81 mmol/l. A nurse questioned the result, so the sample was repeated on a second analyzer. The repeat result was 3.80 mmol/l. The repeat value was deemed correct.